Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel leak. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with 325cc mentor memorygel breast implants experienced right sided baker grade iii capsular contracture with rupture and left sided gel bleed post procedure. As a result, an explant was performed on (B)(6) 2020. See 1645337-2021-02597 for contralateral prosthesis report.